Event description:
It was reported that a spectrum infusion pump failed psi (pounds per square inch) test during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, d9, h3, h6, h11. B5: it was reported that a spectrum infusion had pump downstream occlusion alarm occurred, and the pressure setting was medium20.35/ 23.40/ 21.62. During testing in the biomedical service department. There was no patient involvement. No additional information is available. H11: the device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. A review of history log revealed multiple events of "downstream occlusion!" Alarms however test failures cannot be determined through the history log. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.